Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. No scrolling numbers anomaly noted. The device was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube, cracked belt clip slot, cracked lcd window, and cracked reservoir tube window.

Event description:
It was reported that the customer attempted to input her blood sugar into the insulin pump, and then all of a sudden the numbers began spinning. The customer removed and replaced the battery, then received a button error alarm which she could not clear. The blood glucose reading was 79 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.